Manufacturer narrative:
Additional information from the field clinical specialist (fcs) indicates the implanter attempted to remove the ds, but the valve stayed in the sheath as the ds was removed. Surgical cutdown was not required to remove the devices. The delivery system was removed first, then the sheath. The valve confirmed to be in the sheath and not in the descending aorta somewhere, by cutting the sheath open to make sure the valve was in it. Per the field clinical specialist (fcs) ¿this was most certainly not a sheath related issue, as opposed to an anatomic issue for the patient¿. The device was not returned for evaluation as it was discarded by the site. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. No device photographs, videos or imagery relevant to the reported event were provided with the complaint. The work orders related to the manufacturing of the device and components that could potentially contribute to the complaints. None of the work orders revealed any issues that would have contributed to the reported events. Review of the related lot revealed no additional complaints for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ and ¿delivery system ¿ valve dislodged from balloon¿. A review of complaint history from september 2017 to august 2018 for the edwards commander delivery system (all models and sizes) revealed the multiple returned complaints for delivery system ¿ withdrawal difficulty valve-through sheath. Nineteen complaints were confirmed, but no manufacturing nonconformances were identified on the returned devices. Available information suggested procedural and/or patient factors may have contributed to the events. One complaint was unable to be confirmed, and no manufacturing non-conformances were identified on the returned device. Available information suggested that procedural and/or patient factors may have contributed to the event. Two complaints were confirmed. No manufacturing non-conformances were identified. Available information suggested that procedural factors may have contributed to the complaint events. Four complaints are pending engineering evaluation.  Review of complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the trend category ¿withdrawal difficulty¿. Four complaints were confirmed for valve dislodged from balloon, but no potential manufacturing non-conformances were identified during the investigations. Available information suggested that patient/procedural factors may have contributed to the reported events. Review of complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the trend category ¿valve dislodged from balloon¿. Instructions for use (IFU) and training manuals were reviewed for steps relevant to the complaint events. No IFU/training materials deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Inflation balloons are 100% inspected for the working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness.  Inflation balloons are 100% inspected for visual defects, including mechanical damage and deformation. The 26mm delivery system flex tip outer diameter is inspected using a go gauge and accepted if fully seated. The flex shaft assembly bond region is visual inspected following assembly for defects. The flex shaft is 100% visually inspected for mechanical damage, sharp/rough edges, or exposed metal on stent section. The wire-out distance is 100% visually inspected with a push gauge. Prior to the process, the balloon is 100% visually inspected for balloon size (using a go/nogo gauge) and contamination under 2.85x minimum magnification. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. 100% distal to proximal visual inspection performed by both manufacturing and quality. The entire device is inspected for damage, incorrect assembly, contamination, or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds, wrinkles/waviness, and fold lines. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. Per functional product verification testing, the device is visually inspected for physical defects or damage. The inspections and tests support that it is unlikely a manufacturing non-conformance contributed to the reported complaints. The complaints for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ and ¿delivery system ¿ valve dislodged from balloon¿ were unable to be confirmed. Imagery was not provided from the procedure and due to the device not being returned for evaluation, visual inspection, functional testing, or dimensional analysis was unable to be performed. A review of manufacturing mitigations, complaint history, lot history, and DHR did not provide any indication that a manufacturing non-conformance contributed to the complaints. As noted in the complaint description, the delivery system and valve would not advance through sheath. Patient anatomy such as tortuosity can create challenging angles of the delivery system and sheath during insertion and retrieval. Additionally, patient calcification may also contribute to the difficulty by restricting the access vessel size which could lead to increase resistance during the withdrawal. Although patient information was not provided, per complaint notes ¿this was most certainly not a sheath related issue, as opposed to an anatomic issue for the patient¿. Patient factors such as tortuosity, calcification and vessel diameter may have contributed to the difficulty reported during delivery system withdrawal and subsequent valve dislodge. The complaint description also states that ¿the delivery system and valve was attempted to be retrieved, but the valve remained in sheath as ds was removed¿. Training manual states that when retrieving the delivery system with crimped valve through the sheath, ¿withdraw the delivery system and sheath as a single unit completely from the arteriotomy¿. It is possible that in an attempt to fully remove the delivery system independent of the sheath, the crimped valve caught on the seals in the sheath housing (if the loader was not fully inserted) or caught on the distal end of the loader, thereby dislodging from the delivery system. As a result, available information suggests patient and/or procedural factors may have contributed to the reported events. However based on available information a definite root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. For this case, surgical cutdown was not required to remove the device. Since no manufacturing non-conformances were identified, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required. Due to the unavailability of the device or any relevant imagery, the complaints for ¿delivery system ¿ withdrawal difficulty-through sheath¿ and ¿delivery system ¿ valve dislodged from balloon¿ were unable to be confirmed. Since applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint events. While a definitive root cause cannot be determined, available information suggests that patient and/or procedural factors contributed to the reported events. Review of complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the trend categories ¿withdrawal difficulty¿ and ¿valve dislodged from balloon¿. Since no manufacturing nonconformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the implanter was unable to advance the 26mm commander delivery system (ds) and valve through the sheath. The delivery system and valve was attempted to be retrieved, but the valve remained in sheath as ds was removed. Surgical cutdown was not required to remove the devices, the delivery system was pulled out first, followed by the sheath with the valve inside. The esheath was cut open to confirm the valve in inside the sheath. The esheath was exchanged with a new 14f. A new ds/valve was prepped, advanced, and deployed.